Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during the procedure, the implant did not fit as expected. The surgeon had to modify the implant to have the correct fit. There were no reported adverse consequences and the surgery was completed successfully.

Event description:
It was reported that during the procedure, the implant did not fit as expected. The surgeon had to modify the implant to have the correct fit which caused a 180 minute delay to the procedure. The surgery was completed successfully.

Manufacturer narrative:
Update: h6 corrected data: b1, b2, b5, h1 during the complaint investigation it was confirmed there was a surgical delay of 180 minutes. The reported event could not be confirmed, as no image or post op scan was provided for review. A complaint analysis was performed by stryker¿s custom design team. In the analysis, it was stated the provided scan was taken on (B)(6)2023, while the implant design was created on (B)(6) and the implant was delivered on (B)(6) 2023. The implant design was created with the requested features to fit the patient's defect. This includes a 10 mm temporal trimming. Also in the CT images, which show the implant in the defect in the slice images, the accuracy of fit of the implant shows a good fit. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue.